Event description:
Surgeon attempting to secure mesh with the securestrap and no staples were coming out.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: staple, implantable.

Event description:
Surgeon attempting to secure mesh with the securestrap and no staples were coming out.